Event description:
According to the reporter: the clips were not closing. There was no ill effect to the pt reported. This event did not result in additional bleeding. However, operating room time was extended more than 30 minutes due to this issue.

Manufacturer narrative:
(B)(4).